Manufacturer narrative:
Siemens healthcare diagnostics received customer complaints for dimension sirolimus (siro) lot eb6064. The complaints were related to qc shifts and imprecision. Siemens healthcare diagnostics conducted an investigation on board stability for dimension siro lot eb6064. Investigation determined that dimension siro lot eb6064 does not meet the open well stability claim of two days. Internal testing has shown biases ranging from -82% to +123% on a pooled sample with a sirolimus concentration o 8.7 ng/ml [9.5 mmol/l] when tested on subsequent days of the two day open well stability period. Results are unaffected at the start of the open well stability period. Quality control is likely to catch the issue on subsequent days of the open well stability claim. Siemens healthcare diagnostics issued an urgent medical device recall communication dc-16-01.b.us dated february, 2016 instructing customers to discontinue use and discard any remaining inventory of the affected lot and to contact siemens healthcare for replacement product.

Event description:
A customer complained that calibration duplicates show bad precision and qc is out of range with sirolimus (siro) lot eb6064. It is unknown if patient treatment was altered or prescribed on the basis of the poor precision with siro lot eb6064. There was no report of adverse health consequences as a result of poor precision with siro lot eb6064.